Event description:
Once the pacemaker interrogation system was installed, it caused communication problems with the computers for approximately 45 minutes resulting a delay in documentation in the patient medical record and a concern for patient safety.